Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
It was reported that the unit had a touchscreen failure resulting in the touch response inaccuracy. The device was being placed into use on a patient whose condition had deteriorated. The unit was started, pressure adjusted and was connected to the patient when the touchscreen stopped functioning. There was no additional patient harm reported as a result of this; as the patient was transferred to another unit. However, the patient was said to previously be in poor condition and there was a delay in therapy. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and user interface (ui) to power management (pm) printed circuit board assembly (pcba) cable and the issue was resolved.